Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
This report is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with severe anterior leaflet prolapse and a small left atrium. The first clip delivery system (cds 71027u257) was difficult to grasp the leaflets due to anatomy. A grasp was obtained at the a2/p2 and leaflet assessment was performed. Per physician, the leaflet assessment was satisfactory; and the clip arms were confirmed to be perpendicular. Per abbott marketing manager however, the line of coaptation was confirmed but reportedly, this was not perfectly and leaflet assessment was not satisfactory per marketing manager. She verbalized her opinion, however the physicians agreed that leaflet assessment was satisfactory and continued with clip deployment. During clip deployment and while removing the lock line without issue, the posterior leaflet came out of the mitraclip (single leaflet device attachment-slda). The mitraclip remained on the anterior leaflet and the mr was still reduced to grade 3. A second mitraclip was attempted to further reduce mr and to stabilize the slda clip. This mitraclip also had difficulty grasping due to anatomy. The clip grasped both leaflets successfully, however there was no further mr reduction. The clip was unable to grasp closer to the slda clip and the grasp it did obtain successfully, had not reduced mr. It was decided not to deploy and remove this device. The clip delivery system with undeployed clip was removed without issue. Post procedure, the mr was grade 3. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use (IFU) final mitraclip nt system positioning instructs the user to rotate the delivery catheter (dc) handle to align the clip arms perpendicular to the line of coaptation. All available information was investigated and the reported failure to adhere/bond (difficult grasping) appears to be due to the challenging patient anatomy (prolapsed anterior leaflet); however, the reported single leaflet device attachment (slda) appears to be primarily due to the user error of not confirming if the leaflet assessment and leaflet capture was satisfactory and if the clip arms were perpendicular to the line of coaptation additionally, patient morphology/pathology of tethered leaflets may have also contributed to the reported slda. The reported improper or incorrect procedure/method appears to be due to user technique as the user did not confirm if the clip arms were perpendicular to the line of coaptation. There is no indication of a product quality issue with respect to manufacture, design or labeling.